Manufacturer narrative:
The investigation is ongoing.

Event description:
26mm sapien 3 ultra valve, commander ds, esheath during implant of a 26mm sapien 3 ultra valve in the aortic position using subclavian/axillary approach, the balloon ruptured at end of deployment. The entire balloon could not be retrieved into the sheath. Therefore, the delivery system and esheath were removed from subclavian conduit as one unit. A 16fr esheath was used to reestablish access to the conduit and aortic angiogram revealed no vessel damage. Upon inspection on the back table, the balloon ruptured circumferentially not longitudinally.

Manufacturer narrative:
Additional information was received. The patient had mild to moderate calcification of the annulus/leaflets. No bav was performed. 1cc of additional inflation volume was used. The inflation technique was medium. The investigation is ongoing.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Imagery was provided for review. During review post procedural photograph confirms a radial a balloon burst. The delivery system was fully inserted through the sheath with the distal end exiting out the sheath. There is evidence of withdrawal difficulty as the burst balloon is slightly bunched toward the distal end. 3mensio imagery shows calcification is present in the aortic annulus/leaflets, calcified hockey puck, and calcified sinotubular junction (stj). Cine illustrates that the balloon burst at full inflation. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. A complaint history review on confirmed device complaints (returned and no product returned) from march 2020 through february 2021 revealed other similar complaints, but no edwards defect was identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, thv deployment: check to ensure thv is exactly between the valve align makers, flex tip is on the triple marker, and balloon lock is locked. Perform thv deployment: unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp 50 mmhg, and pulse pressure <10mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Factors that may affect the thv deployment characteristics: narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv. Thv oversizing: reduced thv foreshortening. Incomplete thv expansion: reduced foreshortening of the thv. Severe ihss including septal hypertrophy: thv movement aortic. Balloon burst: if delivery system balloon burst or leaks during deployment do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployment valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize of tear either in tee or via angio through the pigtail or catheter / delivery system. When removing, ensure the catheter /delivery system and wire and coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversation to surgery is recommended to remove the system and surgeon should be in the position to be able to evaluate the situation. Based on the medical assessment of the size, tortuosity, and extend of calcification of peripheral vessels, evaluate risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather using excessive force to pull the sheath/ delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Based on a review of the IFU and training manual, no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints were confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform visual inspection, functional testing, or dimensional analysis. Therefore, presence of a manufacturing nonconformance was unable to be determined. Reviews of DHR, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the report, the balloon ruptured at the end of valve deployment. It was noted that the patient had mild to moderate calcification of the annulus/leaflets. Additionally, the 3mensio report illustrates calcification of the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, the report noted that an additional 1cc of inflation volume was used. The prescribed nominal inflation volume is provided in the IFU and device training manual. It is likely that the balloon burst once the balloon past the target fill volume. Available information suggests that patient factors (calcification) and procedural factors (over inflation of balloon) may have contributed to the reported event. Per the report, the entire balloon could not be retrieved into the sheath. The balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in withdraw difficulty into the sheath. The slight distal bunching observed on the inflation balloon is indicative of the balloon catching on the sheath tip. Available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the event. The complaint for balloon burst and difficulty or inability to withdraw system through sheath were confirmed. Available information suggests patient factors (calcification) and procedural factors (over inflation of balloon) contributed to the balloon burst event. Available information suggests procedural factors (withdrawal of burst balloon) contributed to the difficulty or inability to withdraw system through sheath event. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.